Manufacturer narrative:
Start with: information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was taking too long to charge and had poor coupling. The patient stated they would get a full 8 coupling boxes then all of a sudden they started having poor coupling issues where they would have the antenna in the same spot over implant and coupling would randomly drop down to nothing without moving and then they would see the reposition antenna screen then the recharger would shut off. The patient stated that ever since they got the implant they had lost weight and the implant moves around every now and again. No medical or patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.